Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was given tracheal intubation. After the operation, the ventilator showed obvious air leakage. While searching for the cause, it was found that the balloon of the tracheal tube could not be filled. Considering the impact on the patient's treatment, tracheal intubation tube was replaced and connected it to the ventilator to assist in breathing.